Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had a shunt put in their brain due to normal pressure hydrocephalus (nph), and within 3 months, they knew something was wrong as they were getting worse instead of getting better. It was noted they had a shunt for 8 years and knew the symptoms of something wrong. According to the report, the patient saw their internist to have a CT scan done, and it showed the ventricles were very enlarged. The internist called the patient's neurosurgeon. The neurosurgeon did a procedure in their office and said their shunt was working, and there was nothing they could do. The patient proceeded to get much worse, but the neurosurgeon would not see them and stated "there was nothing more they could do for them, " and referred them to another doctor at the same hospital. Since that time, the patient had proceeded to get much worse and had called a doctor who tried adjusting the shunt so that it would drain more. It seemed to work for about 2 weeks, then they ended up with the same symptoms, great fatigue, headaches which they never had before at night, and terrible feeling of nausea during the day. The fatigue and lethargy were so bad they spent most of the past year in bed sleeping and barely making it through the day. They went to their internist again and again where they did a CT scan again. It showed the ventricles were too large and again the internist said they had to get to their neurosurgeon immediately. At this time, they have called their neurosurgeon again and have had no response from them. It was noted they knew something was terribly wrong with their shunt and that it was not working correctly. They were at a point were they could barely make it through the day. The patient felt like their shunt was defective. Reportedly, they also had 3 times where they had little sharp things poke through their shunt area, and they feel like little wires which were most painful when they start poking through the skin by where the shunt was. Once through the skin, the tiny sharp item then breaks off, and the discomfort is gone. It was stated their headaches were bad and seem to be only at night, but during the day, they felt great pressure in their head and just felt terrible. It was noted it was difficult for them to make it through the day, and felt so bad. They were the one that would ride their bike on the trails for 12 miles or 22 miles almost everyday, weather permitting.